Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor hand washing due to the patient having a bandaged hand due to a hand injury, which led to difficulty in hand washing. The peritonitis was manifested by abdominal pain. It was reported on the same day as onset the patient was hospitalized for the event. On the same day, the patient began treatment with intraperitoneal (ip) vancomycin 2 gram per day and ip ceftazidime 1 gram per day and ip fluconazol 50 mg per day for peritonitis. Treatment with vancomycin, ceftazidime and vancomycin was ongoing. The patient was discharged three days after admission. It was reported the patient was not retrained on proper aseptic technique. On an unreported date, the patient passed away. The cause of death was unknown. It was reported the patient was recovering from the peritonitis event; however, it was not resolved at the time of death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that treatment with the antibiotic therapy would be suspended one day after the receipt of this additional information. The patient was recovered from the peritonitis event (previously the outcome was reported as recovering). Extraneal and physioneal therapies were ongoing, but it was not reported if nutrineal therapy was ongoing. Although the patient experienced peritonitis, the patient did not pass away as previously reported. As no death occurred for this report, the device is no longer considered suspect for a death event. Should additional relevant information become available, a supplemental report will be submitted.